Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/11/2017 with the following findings: evaluation revealed a crack in the battery compartment. Unrelated to this issue, evaluation revealed that the keypad was peeling up at the ok button. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there was a crack in the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 03/11/2017.